Event description:
The pt experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the pt's mother and confirmed as accurate.